Event description:
It was reported that the pump gave error 422224 during use. Also, dso sensor membrane damaged. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown. (B)(6). One device was received for investigation. The device was visually inspected and functionally tested. The device shows error code 42224 after power up and the dso seal is damaged. The reported complaint is confirmed. The mainboard and dso seal will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.